Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient¿s pain had gotten worse and the ins was ¿no longer working well¿ in 2010. The patient had the ins moved from their back to their front. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery did not last 5 years as they were told. No further complications are anticipated.